Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. 42578100802, femoral finishing guide, 63518669; 42558100801, femoral provisional, 63439991; 42558100802, femoral provisional, 63440524. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06072.

Event description:
It was reported that during knee arthroplasty procedures, the surgeon feels the size 8 instrumentation does not resect enough of the posterior femur, resulting in the flexion gap feeling too tight. The surgeon reported this does not happen with other sizes. No patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the device was previously investigated on medwatch# 0001825034-2018-00134. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.